Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented symptoms of overactive bladder incontinence. Due to this, he is having the entire device removed prior to having bilateral hernia repairs. The aus was explanted. There were no additional patient complications reported.

Manufacturer narrative:
B3 approximated.